Event description:
It was reported that a lead and lead end cap were implanted successfully for deep brain stimulation. Two weeks after implant, the physician attempted to remove the lead cap to attach the extension, but the lead cap was very difficult to remove. The physician was able to remove the set screw but the cap was still stuck to the lead. The physician had to dissect the end cap to remove it. The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3389, serial# unk, implanted: unk, explanted: na. Product type: lead, product ID: 3387, serial# unk, implanted: unk, explanted: na. Product type: lead. (B)(4).